Manufacturer narrative:
The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that, the subject device displayed a dark image. The issue occurred during preparation for an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that, the subject device displayed a dark image. The issue occurred during preparation for an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, the following reportable malfunctions were identified during the device evaluation: blurry image. Based on the results of the investigation, the definitive root cause of the customer reported issue could not be determined. Based on the results of the investigation, it is likely the blurry image was due to dust in the charged coupled device glass. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.